Manufacturer narrative:
It was reported that the spring arm allegedly detached during cleaning. There were random screws and covers missing. Upon further investigation by the quality engineer, the spring arm was installed correctly by stryker, but is now maintained by the customer. There were no injuries or adverse events reported.

Event description:
It was reported that the spring arm allegedly detached during cleaning. There were no injuries or adverse events reported.

Manufacturer narrative:
Stryker has updated the part number and serial number found during the investigation. The conclusion did not change per the investigation from the original filing.

Event description:
It was reported that the spring arm allegedly detached during cleaning. There were no injuries or adverse events reported.